Event description:
A discordant, falsely elevated carbon dioxide patient result (1 patient) was obtained on an atellica ch 930 instrument. The initial patient result was not reported to the physician(s). The same sample was repeated on an alternate atellica ch 930 instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide patient result.

Manufacturer narrative:
An united states (us) customer reported falsely elevated carbon dioxide patient result (1 patient) obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse ran mix tests for the reagent and sample mixers which resulted in errors. The cse manually and auto-aligned both mixers, reran the mix test, and still produced errors. The reagent and sample mixers were replaced, auto-aligned, and had an autocheck performed with acceptable results. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.